Event description:
Started having food intolerances, total body swelling so bad my skin would hurt from stretching, unable to digest food, blurred vision, cotton mouth constantly, hair loss as well as my scalp falling off in chunks, rashes on face and chest, numbness in fingers and toes. All of a sudden tested positive for ana test when one year ago I tested negative over and over. Although when biopsied I tested healthy, the dr could visibly see the lining of my stomach was severely irritated. Was totally healthy until last week being diagnosed with connective tissue disease and lupus. Before implants, none. Now, almost every food you can think of. Autoimmune disease developed. FDA safety report ID# (B)(4).